Event description:
We were very surprised when we found the FDA announces about medtronic diabetes infusion sets recall. First of all we received nothing from our distributors from (B)(4) to announce that! Second we already inform throughout the time about the problems that we encountered with infusion sets and we thought that it is their duty to inform us about the recall! We found out from internet about the recall! We sent our list with the items that was confirmed by internet and then nothing happened. Later someone called me from (B)(4) and asked me to send the list again to (B)(4) and so on! I do not believe that medtronic was really willing to replace the bad items! Please help us! We need to change our defective items! (B)(6). (My daughter has diabetes type 1 from 2008. She was born on (B)(6). We are permanent clients of medtronic! (B)(6).